Manufacturer narrative:
(B)(4). D10 - associated medical devices: echo por fmrl nc 11x135mm; item# 192011; lot# 441380. Bone screw self-tapping 6.5 mm dia. 30 mm length; item# 00625006530; lot# 64378436. Bone screw self-tapping 6.5 mm dia. 35 mm length; item# 00625006535; lot# 64383906. Bone screw self-tapping 6.5 mm dia. 40 mm length; item# 00625006540; lot# 64172354. G7 osseoti multihole 60mm g; item# 110010268; lot# 6463667. G7 dual mobility liner 46mm g; item# 110024465; lot# 665360. It is unknown if the device will be returned to zimmer biomet for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 5 years and 6 months post-implantation, the patient indicated that they will be undergoing a planned hip revision surgery. Reason for the revision is currently unknown. It is also unknown if the revision has taken place. Due diligence is in progress for this complaint; no further additional information or product has been received at the time of this report.

Event description:
It was reported that approximately 5 years and 6 months post-implantation, the patient underwent a revision surgery due to mechanical failure of the dual mobility bearing with dislocation. The liner and head were replaced. Attempts have been made; however, no further event details or products have been provided at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b1, b2, b3, b4, b5, d6, e1, e2. E3, g3, g6, h2, h6, h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.